Event description:
There have been multiple inappropriate detections on the device due to noise on the rv lead. The lead remains implanted.

Manufacturer narrative:
On (B)(6) 2015 - this lead was explanted on (B)(6) 2015 due to noise. The lead has not been returned for analysis.

Manufacturer narrative:
On 4/28/2015: after reporting the above event, the device technician contacted a local rep to help him. They found that the "issue" was actually t-wave oversensing and was promptly corrected through programming changes. After such programming there have not been any further oversensing events. No further action was felt necessary by the account at that time and thus no other data was obtained. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.